Event description:
Additional information received from a manufacturer representative reported the patient found stimulation stopped.

Event description:
It was reported the patient¿s ¿lead was suspected to be broken.¿ the lead was replaced as a result of the issue. There were ¿no¿ health hazards to the patient from the event. Additional information has been requested; a supplemental report will be filed if additional information is received. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 977a275, product type lead. Product ID 97791, product type accessory. Product ID 977a275, product type lead. Product ID 97791, product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the first lead found that ¿all conductors were broken¿ and the braid was ¿broken and sticking out of the insulation 19.5 cm from the distal end.¿ it was noted the break occurred at the anchor site. Analysis of the second lead found ¿the outer insulation, three conductors, and the braid wire were cut under the anchor at 16.3 cm from the distal end. It was unknown how the anchor was located over the cut in the lead.¿

Manufacturer narrative:
Additional analysis review noted that the conductor breaks and broken braid wire at the same location on the first lead indicates an area of undue stress on the braid wire at this location.